Event description:
The hcp reported the pt was experiencing itching, severe spasticity, return of lower extremity spasms, and return of pain in the lower extremities. A catheter x-ray revealed a pump/catheter break. The pt had a surgical replacement of the catheter. The symptoms were treated with oral baclofen, clonopin, and neurontin. The pt was last seen in the office in 2004 and continues to report spasms, spasticity, and pain in the lower extremities.